Manufacturer narrative:
Review of pump data upload was performed on 12/08/2016 by tandem technical support. Data logs reflected normal insulin delivery on (B)(6) 2016, when a low insulin alert was received. The customer then stopped insulin delivery a few minutes later and did not resume insulin delivery until the following morning. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of above 400 mg/dl. The customer removed the pump and reverted to manual injections. The customer continued to have elevated bg levels over 400 mg/dl while on manual injections. As tandem technical support was not contacted at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.